Manufacturer narrative:
The reported event was inconclusive. The root cause could not be definitively identified. Asked to try connecting probe to bedside monitor. They came back and confirmed it was reading fine there. Explained they would need to locate another temperature in cable. If this does not resolve the issue, they will need to replace the arctic sun device. The serial number for this investigation is unknown. The latest labeling revision will be reviewed. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. No additional actions are needed. Correction: d. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse who paged them was unavailable. Spoke to a nurse who offered to help them, but they did not have a mobile phone. They went into the room and came back to explain the probe was not reading patient temperature (pt) (just dashes in this space). Asked to try connecting probe to bedside monitor. They came back and confirmed it was reading fine there. Explained they would need to locate another temperature in cable. If this does not resolve the issue, they will need to replace the arctic sun device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse who paged them was unavailable. Spoke to a nurse who offered to help them, but they did not have a mobile phone. They went into the room and came back to explain the probe was not reading patient temperature (pt) (just dashes in this space). Asked to try connecting probe to bedside monitor. They came back and confirmed it was reading fine there. Explained they would need to locate another temperature in cable. If this does not resolve the issue, they will need to replace the arctic sun device.